Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for osteoporosis with fracture (t4). It was reported that the issue occurred 2 times. Both times were with the same lot numbers of each product. The scrub mixed the xpede cement for 30 seconds both times per labeling. When they attempted to push the cement from the mixer to the cds cartridges, the cement would not push through, despite great force. After 2 failed attempts, we opened up a third cx01b, same lot number and mixed for only 20 seconds per the md¿s recommendation. This allowed the cement to be pushed into the cartridges, but still required noticeable force to do so. It appeared as those the cement was too hard in order to be pushed through. However, through troubleshooting, the scrub was able to push a needle (the needle that comes with the cx01b kit) through the t-bar attachment with the cartridges disconnected and they were also able to push the needle through the value of the mixing tower. The cement was thicker than typical, but still somewhat viscous. The room temperature was about 24 degrees c for the entire procedure and the cement was stored at that temp for 24 hours prior to the case. There was no patient symptom reported. Procedure was completed successfully with new product. There were no further complications re ported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.